Event description:
It was reported that the tonsil tip "sparked". The spark created a burn the size of a peppercorn on the tongue of the pt.

Manufacturer narrative:
The physician stated "that there might have been a break in the seal or rubber tip... Because there was a spark 3 times." Visual inspection of the returned device noted slight separation at the tip of the returned device. This could because by a breakdown of the adhesive material to hold the top flap. Device was found to be fully functional when tested. A review of the lot history record (lhr) for this lot number found that the device met assembly and product specifications, no anomalies were found during manufacturing. Failure investigation could not confirm the reported event; therefore a root cause could not be determined. End of report.